Manufacturer narrative:
Investigation summary: visual inspection revealed that the seal had been deployed and unraveled. The tension spring assembly was still inside the delivery tube. The white collar was not present and the plunger has been depressed. The unit was very bloody. Based upon these findings, the reported failure "seal did not open properly" could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the seal didn't open properly when placing the seal into the aorta. A replacement unit was used to complete the procedure. There were no patient effects. The product was returned.